Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to range of motion issues and liner wear.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Investigation results concluded that no devices or photos of the devices were received; therefore, the condition of the components is unknown. The product number and the lot number were not provided; therefore, the complaint history, manufacturing date, the device history records and the field age of the device could not be determined. Insufficient information was provided to perform a complaint history search.